Manufacturer narrative:
The consumer did not provide the model information; however, regular and super absorbency product was included in lot nn734813a. The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by e-mail that a tampon came apart during removal. This event occurred with one tampon. On (B)(6) 2018, the consumer e-mailed to say the pledget "started coming apart" during removal; however, she did not mention if pieces remained inside the body. She did not seek medical assistance. Two additional attempts were made on (B)(6) 2018 to contact the consumer for more information, but no answer was received. We will submit a follow-up report if we become aware of any new/additional updates to consumer health or medical information.